Event description:
I am a care manager, on the x xxx, I received my monthly dosette boxes order from my local pharmacy xxxxxx in xxxxxxxx. My staff checked the dosette boxes only to find that 8 boxes had not been sealed, hence tables in the wrong compartment. I raised this issue with the pharmacy, only to be told they were short staff, and that they were sorry. I explained they had a responsibility to ensure safe dispensing of medication. Only to be told again they were short staffed. I have taken photos of the dosette boxes. (B)(6); phone: (B)(6); email: (B)(6). Submission ID: (B)(4). Reference reports: mw5119000, mw5119001, mw5119002, mw5119003, mw5119004, mw5119006, mw5119007.